Event description:
Customer called into customer service and stated that he transformer for her pump in style was falling apart, indicating a breach, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer the product involved in the complaint was not returned for evaluation/investigation at the time of the report. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this timer. It is currently being investigated under (B)(4).